Event description:
Tissue retrieval system failed during removal of the tissue.

Manufacturer narrative:
The event did not cause any injury to the pt. The procedure time was extended to allow for the tissue to be retrieved from the body cavity by a second unit. Anchor's investigation has determined the root cause of the product defect. An improvement corrective action plan has been defined and implemented for the supplier's process and component.